Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included trending by problem code, failure mode and effects analysis, and health hazard evaluation. The lot number was not available to perform a batch record review. A review of the complaint history from september 2009 through october 2010 for cidex plus solution with the problem code of "hr - eye splash" revealed three complaints, which averages to less than one complaint per month. Therefore, this is not considered a significant trend. The cidexplus solution fmea (failure mode and effects analysis,) was reviewed for risks associated with eye contact. The overall fmea rpn (risk part number) score was below the threshold of 100. A review of the hhe (health hazard evaluation) for eye splash indicated a hazard/risk index of 3 (none/negligible). The hcw (healthcare worker) sought medical attention but the hcw declined to provide additional information. The customer failed to follow the IFU (instructions for use) regarding the use of ppe. The (B)(4) affiliate informed the customer of the importance of wearing ppe (personal protective equipment). The cidexplus solution instructions for use (IFU) states to wear suitable protective clothing, gloves, and eye/face protection when handling the solution, and in case of contact with eyes, rinse immediately with plenty of water and seek medical advice. Due to the low occurrence of complaints that is consistent with the fmea and hhe score, no further action is required at this time. Asp will continue to monitor for trends.

Event description:
A hcw reported that cidex plus 28 day solution splashed into her eyes, and she had ocular pain. She washed her eyes with water after the splash, but the pain continued and she saw a doctor. She was not wearing ppe when the event occurred. She declined to provide the facility name and contact info, thus, no further info is available.